Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during system installation the system did not boot up. The cable connections and power supply were verified. It was noted that the computer fan did not start, and no other sound from the computer was observed when everything was connected and plugged in. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.